Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6)); product type: 0213-recharger brand name; product ID neu_recharger_acc (serial: unknown); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported the patient had a frayed desktop charger cord "for about a month now". Their ins recharger (insr) was beeping but wouldn't power on. The patient mentioned it had been about 3 weeks since they last charged ins and they had at least a bar and a half; the patient also mentioned they had turned down intensity to try and preserve their battery, as they were scheduled for ins replacement on (B)(6) 2024. A replacement desktop charger was sent out. The patient called back in and reported that their insr was still beeping after receiving the replacement desktop charger. The manufacturer's patient services specialist (pss) walked the patient through resetting the insr. Pt was able to begin charging again.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6), implanted: explanted: product type recharger h3: analysis of the 37761 recharger (rtm) (s/n (B)(6) revealed that cord was frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient. Patient reported that ins was replaced due to battery was near the end of its life.